Event description:
It was reported that patient presented remotely. Review of transmission revealed that insertable cardiac monitor (icm) exhibited premature discharge of battery. No intervention was reported and device is being monitored. Patient condition was stable.